Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the cause for the alleged tear, hole, or rip in the device packaging was unable to be confirmed. In this case, it is possible that the catheter packaging became damaged due to the material type, storage, or was prematurely unpackaged prior to the reported event; however, since the device was not returned for analysis and no photos were submitted to confirm the damage, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated as 9/4/2024.

Event description:
It was reported that the dragonfly opstar imaging catheter's packaging, that contains the doc cover was found to be open during preparation. There was no damage to the outer chipboard box. Therefore, the device was not used in the patient, initially. However, the reported dragonfly opstar imaging catheter was used with a new, unopened doc cover to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.